Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the fracture of right distal ulna with the drill bit in question. The drill bit was broken after drilling of the 2nd hole from the distal of the plate. The drill bit may have been in contact with the drill sleeve (323.034). There is no residual of the broken drill fragments. The surgery was completed successfully without any surgical delay. The patient outcome was reported as stable. No further information is available. This report is for one (1) 1.5mm drill bit w/depth mark mini qc/96 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6), 2021. H3, h6: part: 310.507 lot: f-21774 manufacturing site: selzach supplier: (B)(4) release to warehouse date: april 21, 2017 expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the drill bit ø1.5 w/marking l96/82 2flute was broken, and the broken piece was also returned. No other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition of the drill bit ø1.5 w/marking l96/82 2flute was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drill bit ø1.5 w/marking l96/82 2flute as the device was observed to be in broken condition. While no definitive root cause could be determined, it is probable that drill bit ø1.5 w/marking l96/82 2flute was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: drill bit ø1.5mm, w/marking spiralbohrer d1.5 l96 dimensional inspection: measured dimensions: diameter of the shaft: conforming device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.